Manufacturer narrative:
This report is for two (2) unknown screws. Part#, lot# and UDI # is not available. Shaft of the screws remained in patient. Head of the screws were removed on (B)(6) 2018. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure of her lower right tibia and fibula on (B)(6) 2018, due to pain. During the removal procedure the t8 stardrive screwdriver found in the evaluation set was discovered to be twisted and stripped at the tip. In addition, the handle it attached to would not engage properly. Due to these discoveries, the surgeon decided to cut the head of the screws off in order to remove the plates out of the patient. The surgeon was able to remove the tibia plate using this method; however, the shafts of two screws remain in the patient¿s tibia. These discovered malfunctions caused one-hour delay in surgery. Reportedly, sales consultant provided a new stardriver screwdriver and handle, which was sterilized and then used to complete the surgery. Procedure was completed successfully. This complaint captures the intra-operative incident regarding broken screwdriver. (B)(4) captures the post-operative incident that required revision. This report is for two (2) unknown screws. This is report 2 of 2 for (B)(4).